Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 pen ndl 32g 4mm hp were unable to deliver insulin/medication. The following information was provided by the initial reporter: material no:320550, batch no: 0140217. Consumer reported found 6 pen needles clog during injection-2 found on (B)(6) 2021. Informed proper placement of the non patient end to the pen.

Event description:
It was reported that 2 pen ndl 32g 4mm hp were unable to deliver insulin/medication. The following information was provided by the initial reporter: material no:320550, batch no: 0140217. Consumer reported found 6 pen needles clog during injection-2 found on (B)(6) 2021. Informed proper placement of the non patient end to the pen.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.